Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. An investigation of the reported event found that the reported malfunction of a fiber tip breaking during a procedure was similar to a device malfunction that was alleged to have caused or contributed to a potentially harmful situation. Because the company is aware that this malfunction was alleged to have caused or continued to a serious injury (reference MDR #3004135191-2017-00002), this event represents a reportable malfunction. Five (5) reasonable attempts were made to obtain further information about the reported event from the user facility however none was received. Subject fiber had not been returned to manufacturer for product analysis, thus root cause of the fiber break could not be determined. A lumenis technical expert examined the subject device after the reported event and completed performance tests of all specifications concluding the device operated within manufacturer's specifications.

Event description:
A user facility reported that a fiber had broken off into a patient during a procedure. The fiber had been removed, and no report of serious injury or harm to the patient had been received.